Event description:
After several days, I suffered from severe bronchospasm [bronchospasm], inability to breathe normally/extreme shortness of breath [dyspnoea] . The pharmacy filled the prescription with 15ml vials, single-use. For several days in a row, I used the whole vial, not realizing that was incorrect [patient-device interaction issue] for several days in a row, I used the whole vial, not realizing that was incorrect/I was using 5 times the prescribed 3ml. [Increased dose administered]. My doctor prescribed 4mls nebulizer. The pharmacy filled the prescription with 15ml vials, single-use. [Product dispensing error] the pharmacy filled the prescription with 15ml vials, single-use. For several days in a row, I used the whole vial, not realizing that was incorrect [product label confusion] . Case narrative: this regulatory authority report was received by viatris on 30-oct-2025 from the united states regulatory authority (reference number: mw5176910). This initial case, received from consumer, non-healthcare professional in the united states, involved a 70-years-old female patient who reportedly experienced bronchospasm, dyspnoea, had incorrect dose administered, product label confusion, patient-device interaction issue and product dispensing error while receiving sodium chloride hypertonic 10% (medical devices). Medical history was not reported. Current conditions included lung disorder, alpha-1 antitrypsin deficiency and bronchiectasis. Concomitant medications included amlodipine, biotin, calcium, flecainide, levothyroxine, prolastin c (alpha-1-proteinase inhibitor human), multivitamin and trelegy (fluticasone furoate, umeclidinium bromide, vilanterol trifenatate). On (B)(6) 2025: the patient reported that her doctor prescribed 4mls via nebulizer. The pharmacy filled the prescription with 15 milliliter vials, single use. Unknown date in 2025: the patient used sodium chloride hypertonic 10 percent inhalation solution at an unknown dose, unit and frequency via an unknown route (batch/lot number 24g74, expiration date 30-jun-2026) to clear lungs. For several days in a row, she used the whole vial, not realizing that was incorrect. She had no way of measuring 4 milliliters into the nebulizer cup. After several days, the patient suffered from severe bronchospasm, and inability to breathe normally without supplemental oxygen. Extreme shortness of breath and bronchospasm sent her to the emergency room (ER) twice. The second time she was hospitalized 4 days. After almost two months, the patient was still on full-time oxygen. The patient was hospitalized in response to events bronchospasm and dyspnoea. The outcome of the events bronchospasm, patient-device interaction issue and dyspnoea were unknown. Follow-up information was received by viatris on 12-dec-2025, which was significant. The following information was added/updated: products details, event and event assessment, reference numbers updated. Concomitant medications included liothyronine, spiriva (tiotropium bromide monohydrate), amlodipine besylate, advair (fluticasone propionate, salmeterol xinafoate). Unknown date: the patient used sodium chloride hypertonic 10 percent inhalation solution at a dose of 15 milliliter dose, bid (twice daily) via inhalation route (batch/lot number 24g74, expiration date 30-jun-2026) for clear lungs, alpha-1 anti-trypsin deficiency and bronchiectasis. The problem did not disappear after stopping the medication. She had 2 trips to ER (emergency room) and one hospitalization. Unknown date in jun-2025: the patient took it for 2-3 days, then went into bronchospasm. She was prescribed 3 milliliter 10 percent saline for inhalation twice daily. The pharmacy gave her 15 milliliter vials. She used 5 times the prescribed 3 milliliter. Follow-up information was received from quality complaint department by viatris on 04-feb-2026 (reference number: (B)(4), which was significant. The following information was added/updated: quality investigation details and reference number updated. Unknown date: the reported lot number was 24g74. After an evaluation of the event by quality, the event was determined to be adverse event related, with no quality-related complaint term. As a result, a manufacturer's investigation was not warranted. 04-feb-2026: the quality complaint was closed.

Manufacturer narrative:
This is default text configured for block h10.